Event description:
IV infusing in forearm of d51/2ns with 20meq/l of kcl at 125cc/hr. The site was just checked 1 hour prior - looked fine, and a new bag hung. IV was discontinued and infusion started in another site. Arm elevated and warm compresses applied as per policy. Pump sent to clinical engineering for evaluation. Nursing states that the pump did not alarm.